Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure (errors on start-up and monopolar coagulation activation) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents, and the front bezel was in decent condition.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a field evaluation order, but a field service engineer has not been dispatched to investigation the reported issue. Isi has not received the product for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was having issues with monopolar curved scissors. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse was informed that the customer tried two different mcs instruments and three instrument cables, but issue persisted. The tse advised the customer to power cycle iesu, power cycle system, and if necessary, move to a third-party esu. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer had the problem in the afternoon, and they solved it by rebooting the erbe. The next day, the issue continued, so the customer used the covidien force triad wire and performed the surgery using the energy through the generator.